Event description:
New information received noted that the right ventricular lead was capped and replaced on (B)(6) 2019. Also, the pacemaker was explanted and replaced. The patient was stable and was discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-14049. It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the pacemaker and right ventricular lead exhibited noise and noise reversion episodes. The over-sensing of noise led to pacing inhibition. The patient was device dependent. No syncope or near syncope was noted. Noise was reproduced using isometrics. No intervention made at this time. The patient was stable.